Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent system was used during a stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment of a stenosis caused by esophageal cancer. The patient anatomy was not noted to be tortuous and the stenosis was not dilated prior to stent placement. During the procedure, the stent was deployed at the target site. However, following deployment, the stent "jumped" and was no longer positioned in the desired location. The physician did not encounter any resistance or other issues when releasing the stent and no visible issues were noticed to the device. The stent was removed from the patient using straight grasping forceps. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).: stent positioning issue. The complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.